Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with time in range 53.8% and guidance provided to delay lowering the mealtime target until physical symptoms resolved and glucose stabilized below 400 mg/dl; education was provided on meal and snack announcements, low treatment, alerts, activity, and device maintenance. Symptoms included leg swelling and a prior low glucose that was reportedly overtreated. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and user education. Investigation included attempts to obtain a blood glucose questionnaire and event details by phone. Investigation of this case revealed no device malfunction or alarm behavior and no reportable device component failure, with the clinical course consistent with variable glycemic control in the context of recent diagnosis and treatment adjustments. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.